Manufacturer narrative:
The following functional tests and communication were performed: a fse (field service engineer) visited onsite and confirmed the reported problem. The fse found out that motherboard was defective due to which device was not producing sound and replaced the part to resolve the issue. Device was working as intended after the replacement. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the equipment is alarming "audio error". No patient harm was reported.

Manufacturer narrative:
E1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.